Event description:
During evaluation of the returned homechoice machine, an overfill was discovered in the cycle by cycle ultrafiltration (uf) log. The uf reading was 467 ml in drain 2 of the therapy started in (B) (6) 2008. This uf indicates the home patient drained 467 ml more than the programmed fill volume of 1500ml, for a total drain volume of 1967 ml. During follow-up, the home patient reported having draining and filling problems during this time frame due to problems with his catheter. The catheter was removed and the patient was put on hemodialysis temporarily. During follow up with the home patient's nurse, she informed that the patient now has a new peritoneal dialysis (pd) catheter and has been performing pd therapy with no problems. The nurse stated, to her knowledge, there was no patient injury or medical intervention associated with overfill for this patient.

Manufacturer narrative:
(B) (4). Additional 510(k)#: k923065. Evaluation summary: the homechoice machine was received and evaluated. Three simulated patient therapies were performed using the patient's therapy settings. No problems were encountered. The device was then tested for volumetric accuracy. The fluid volume delivered and removed from the simulated patient for each exchange was within design specifications. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed no past trends. No failure or malfunction of the device was identified that would have caused or contributed to the reported difficulty. The cycle by cycle ultrafiltration (uf) log identified this overfill in (B) (6) 2008. The cycle by cycle uf log did not contain sufficient information to determine the probable cause of this overfill. The device will be routed to the service area.